Event description:
The customer reported that while the unit was in use on a pt, the unit failed to autofill. The pt was switched to another unit and therapy was continued. No pt injury was reported.

Manufacturer narrative:
The company rep observed the intermittent autofill failure and the unit failed intermittently the safety disk leak test. The company rep replaced the safety disk (part number 0997-00-0985-01). The company rep also replaced the batteries. The company rep performed preventive maintenance, calibration, functional tests and safety checks. The unit met factory specs and was returned to the customer. (B)(4).